Event description:
Customer reported the left monitor is showing significant burn in. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. System operates as intended. (B) (4).